Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image was distorted based on the results of the investigation, the probable root cause was component failure, the electrical connector was defective should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the image was distorted. It was determined that the electrical connector was defective. There were no reports of patient involvement.